Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device did not properly oscillate, it randomly lowered and increased the oscillating angle which was accompanied by unusual noise. Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device was missing a screw and showed a heavily worn saw head housing. During functional testing, it was observed that the device did not properly oscillate, it randomly lowered and increased the oscillating angle which was accompanied by unusual noise. It was further determined that the device failed pretest for check oscillation frequency. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.